Event description:
During a left heart study with the catheter positioned in the right coronary artery, the dr was performing a hand injection of approximately 4 cc's of contrast. After approx 2 cc's of contrast had been injected, the dr noticed air in the catheter while watching the x-ray monitor. Some of this air was injected into the pt without adverse effects. No short-term or permanent impairment occurred as a result of this event.